Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 3atm. The device was pulled out without any problem. The procedure was completed with another of the same device. No patient complications were reported.